Manufacturer narrative:
Unit was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, broken off reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, missing end cap sticker, and detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top of their reservoir compartment is damaged and will not lock into the pump. They are not sure how the damage occurred. Their blood glucose is unknown. The customer was advised to discontinue use of the pump and to revert to a back-up plan per their doctor¿s orders. The insulin pump will be returned for analysis.